Event description:
Customer reported epithelial ingrowths/defects on patient's both eyes. Patient was treated with prednisolone acetate. No flap lift and rinse performed. Patient did not experience loss of best corrected visual acuity.

Manufacturer narrative:
(B)(4). Evaluation conclusion: - customer is only reporting this event and did not request field service or clinical support. Customer stated there was no loss of best corrected visual acuity (bcva) and no dlk event for this patient. Customer clarified that patient event was epithelial defect and had resolved by 2 1/2 week follow-up visit. Customer also stated that patient is believed to have epithelial basement membrane dystrophy (ebmd). Placeholder.